Event description:
A possible infection at the device pocket site was reported. The pump was exposed through the skin of the pocket. Redness and swelling was also present at the pocket site. An audible critical pump alarm was confirmed by telemetry. The alarm was in regards to a "zero ml reservoir" condition. A physician noted that he was unable to fill the pump due to the patient's symptoms. The patients status, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).